Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Follow up information identified the physician explanted and replaced the patient¿s ipg on (B)(6) 2020, which addressed the issue.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient experienced ipg migration inside the ipg pocket due to weight loss. The ipg has been mobile inside the pocket and irritating to the patient. To address the issue, the patient may be awaiting surgical intervention.